Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate duration of time. No additional patient information was available. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump. The customer moved the pump closer to the transmitter and was able to regain connection.